Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: DHR review for: part: 314.453, lot: 3766589. Manufacturing site: (B)(4). Release to warehouse date: 21. June 2011. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T was reported that during a procedure for orif of clavicle, the head of a 2.4mm cortex screw slf-tpng with t8 stardrive recess 16mm broke. The shaft was left inside the patient. No extra fragments were generated. There was no reported surgical delay. The procedure was successfully completed and the patient was stable after the surgery. Concomitant devices reported: 3.5mm lcp sup clavicle plate w/lat extn/6h/rt/105mm-ster (part # 02.112.090, lot # unknown, qty #1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Complainant part was received for manufacturer review/investigation. A product investigation was performed. The star drive screw driver (part: 314.453, lot: 3766589, mfg: 21-jun-2011) was inspected at customer quality and the complaint of twisted tip was confirmed. Visual inspection performed at customer quality observed that surfaces proximal to tip of screwdriver exhibited significant twisting. No new malfunctions have been identified. Whether the complaint could be replicated is not applicable due to post manufacturing damage. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for screw driver 314.453 (se_022108) rev. B to rev.e and screw driver tip es0182,rev.h and no design issues or discrepancies were noted. Dimensional analysis performed at the region proximal to tip measured 2.33 mm (ca 814) that falls within specification of 2.324 mm to 2.334 mm (dia a for t8 deep with tolerance of +/-0.005) based on es0182,rev.h. A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that any unintended forces during its use or handling of device could have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Correct UDI was reported in field on initial report mwr-(B)(4); however, it was reported incorrectly . Additional narrative on the same report. The correct UDI is (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.